Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed, based on the information gathered during baxter?s investigation. However, since the device was not returned for evaluation, the root cause of the report could not be determined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain. The rn requested information on adding a full drain and assistance clearing the message. The patient had just had surgery and was on low fill mode. The rn was not near the hc. The rn stated that the programmed therapy was tidal, with a fill volume of 1000ml, a tidal volume percentage of 80%, and number of cycles set to 5. The patient had a drain volume of 2600ml. The technical service representative (tsr) explained how to clear the alarm and about programming the hc for full drains. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain alarm. The rn stated that the patient has not had any other issues with this alarm or overfills. The rn did state the patient was having issues with drain pain and they have been working with baxter to try and change the patient's therapy to alleviate the pain. The rn stated the patient has been continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. The rn stated she could not provide any further information at this time.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.